Event description:
Contact reported that during a vertebroplasty to treat a thoracic compression fracture the handle of a needle broke when the doctor attempted to remove it from the site. They planned to move the patient from ir to surgery when the user was finally able to free the needle from the body. Procedure was extended 35-40 min. Rep was not present in the case but did confirm that the entire needle was removed from the body.

Manufacturer narrative:
Device has not yet been returned for evaluation. If the device is returned, a follow up report will be filed. The needle should be removed from the site before the cement hardens. A root cause of the problem cannot be determined at this time.